Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device UDI not provided. Device manufacturing date is unavailable. A medtronic representative went to the site to test the equipment. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation.

Event description:
Information was received regarding an imaging system issue that occurred outside of a procedure. It was reported that every time the system was initially booted up, there was an error message. The site would reboot the system and the error would clear and work as expected. There was no patient present when this issue was identified. No further information was provided.

Manufacturer narrative:
Additional information: unique device identification (UDI) was updated. Device manufacturing date was updated.